Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information reported symptoms noticed same day of injection. Patient treated hyaluronidase next day and again 2 days later. Symptoms resolved 3 days after onset.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® volux¿ in lower face and experienced an occlusion the next day. Patient had to be hyalased. Symptoms on going.